Manufacturer narrative:
The device was returned to the MFR (MFR) and has been analyzed as follows: visual and microscopic examination of the device revealed damage to the device septum surface consisting of angular punctures, slits and holes on the device septum surface; however, no internal damage was noted. The device body was noted to have a few deep scratches on the device body surface. The device bayonet lock was noted to be missing. The 6 1/2" segment of device catheter appears discolored with no other anomalies noted. The device was patent with no resistance felt when flushed. A cloudy fluid with a few particles consistent with blood was collected. The device was pressurized with air and fluid and no leaks were noted. The device functioned as intended during the MFR's analysis of the device. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the device functioned as intended during the MFR's analysis; therefore, no conclusion can be drawn as to the cause of the "swelling of the right upper extremity." No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 12/3/97, the distributor's sales representative informed the MFR representative that a customer in his territory has explanted four devices and the facility would like to return the devices to the MFR for analysis. The distributor's sales representative did not have all the details regarding the incidents in question. The distributor's sales representative requested the MFR's representative contact the facility nurse to arrange for the return of the devices to the MFR for analysis and obtain the info required. No further details were provided at this time.